Event description:
It was reported that on an unknown date, the patient who previously had rib fixation required revision surgery. The patient presented with plates protruding through the soft tissue, but not the skin, causing discomfort and deformity. During the revision, 3 screws were removed and 3 holes of the plate were cut in situ--the remainder of the plate stayed in the patient. Screws and a portion of a plate from a competitive system were also removed. There was no infection, the surgeons said it could have led to infection had the skin been eroded. The removal was without complication and the surgeons were satisfied with outcome. This report involves one (1) ti matrixrib pre-contoured pl 15 holes for left rib 3. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2024. H3, h4, h6: the product was not returned to depuy synthes; however, photos were provided for review. Photos were provided for review; however, the photos only show any part of the implant and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.